Manufacturer narrative:
Correction to h6 medical device problem code.

Event description:
It was reported that the patient has ineffective therapy. After system evaluation it was determined that one lead has all high impedances and the other lead has migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received indicates that surgical intervention was undertaken on (B)(6) 2026 wherein one lead was removed and replaced due to migration that led to impedances. Evaluation of system found that the second lead was still in position with no impedances, so it was not revised in any way.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.